Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that when clinic personnel powered on the programmer it locked up with a system error. Recycling power will not clear error. It was recommended to run the service disk to clear the error. No information was received indicating patient involvement.